Manufacturer narrative:
A partial lead with the distal tip measuring 51.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead was found to be dislodged during follow-up. Lead was explanted and replaced. Patient's condition was good.